Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-11378 it was reported the access system was kinked and device recapture difficulty occurred. A left atrial appendage (laa) closure procedure was being performed. The anatomy was noted to be very difficult, having two lobes with a very short neck. A watchman® access system (was) was positioned in the patient¿s laa. It was noted that during insertion and positioning the was, it became kinked. However, the procedure was continued with this was. A 27mm watchman ® laa closure device & delivery system (wds) was advanced and the closure device was deployed in the laa. After 3 partial recaptures to reposition the device, it was fully recaptured and removed without issue and no damage was noted. A 30mm wds was then advanced and deployed. This device was partially recaptured for repositioning 3 times and then fully recaptured. During the full recapture it was noted there was difficulty to recapture. It was removed and no damage was noted. The procedure was aborted; due to the patient¿s anatomy a device could not be placed. There were no patient complications reported and the patient condition was fine.